Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that a patient received erroneous results when testing with coaguchek pro ii meter serial number (B)(4). At 11:30, a sample from the patient was tested using the meter, resulting with a value of 1.6 inr. At 13:30, a sample from the patient was tested in the laboratory using the thromborel s method, resulting with a value of 2.3 inr. On (B)(6) 2019 at 13:30, a sample from the patient was tested using the meter, resulting with a value of 1.5 inr. At an unknown time on the same day, a sample from the patient was tested using a second meter (coaguchek xs), resulting with a value of 2.4 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The patient's dosage has been constant and recent inr results have been constant. The patient has not had any changes in diet or lifestyle. The patient does not have an autoimmune disease. No controls have been tested on the meter. The patient's product was requested for investigation. Upon initial investigation of the patient's meter, the device appeared new and clean. Multiple controls were tested on the meter using different test strips and all controls passed. The patient's test strips were not available for investigation. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.